Event description:
Pt reported the infusion set leaked insulin near the needle/cannula. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.